Event description:
I had lasik eye surgery, and now my vision has regressed to a significant point - left dist. 20/25, right dist. 20/30 - and my optometrist warns me against attempting corrective surgery again. She claims my cornea is already too flat and if I sought surgery again it could have very negative effects on my vision, such as having a "fun-house mirror effect" where I would never see normally again. When I received my surgery, debris was caught in my left eye and I had to go back two weeks later to have it removed. The surgeons had to once again cut into my eye to lift a flap and clear the debris. The contract stated that I could get lifetime correction if needed if I sent yearly eye exams to them. My mother did this, but when I called the surgeon's office I was told they didn't have any of the faxed exams on file and I would have to bring them copies. Dates of use: 2003. Diagnosis or reason for use: poor eye sight.